Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there is no power going to wand. The unit gets no output. No patient harm reported. Device being returned for repair. No additional information. Lp-20-120 leep 2025-12-0000327.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h7, h11. Distribution history: this complaint unit was manufactured at csi on 08/23/2018 and shipped on 09/04/2018. Manufacturing record review: DHR's were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. No confirmations were noted on the complaints. Product receipt: the complaint unit was returned on 12/17/2025. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: a root cause cannot be definitively determined as the unit was found to function free of issues. However, service and repair was informed by the customer that they had been using the incorrect patient pad, p/n 6050p, a single pad design. The leep precision system requires the use of the dual patient pads, p/n lp-50-201. The IFU, directly states not to use a single patient pad. The use of the single patient pad can cause functional issues and the potential for burns. The unit was evaluated, the main board was updated (c14, r8, r9, r14) and r77 was adjusted, then tested to specifications and returned to the customer. The customer was informed to not use the single patient pad and start using the dual patient pad. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.